Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse spoke with the customer and was informed that they had to abort the robotic aspect and go open because the patient had too many adhesions. The isi fse reviewed logs it appeared that they didn't have a cannula on usm 1, which is why they were unable to move the instrument. Based on the field evaluation, this reported event was not confirmed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer reported that the universal surgical manipulator (usm) locked up. At the time of the call, the staff had undocked the usm1 and were planning to proceed with just usm3. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended the staff reconnect a cannula and install an instrument to try to resolve the issue with the arm. The site proceeded with open surgery. An isi field service engineer spoke with the customer who confirmed that the decision to go open was due to the patient having too many adhesions.